Manufacturer narrative:
Pump passed displacement test, prime/delivery and excessive no delivery test. However, unable to perform basic occlusion and occlusion test due to completely broken off reservoir tube lip. Unit received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, missing reservoir tube o-ring and cracked lcd window.

Event description:
The customer reported via phone call that a broken piece on the top of reservoir slot is broken and experienced high blood glucose. The customer¿s blood glucose level was over 250 mg/dl and 378 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.